Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that non-recoverable fault 26002 occurred, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and the reported failure was not reproduced during in-house testing. The reported error was confirmed as having occurred in the field. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where all test passed. The complaint regarding the non-recoverable fault was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure site had 26002 error. The intuitive tech support engineer (tse) viewed the logs and noted several arm 4 errors. The tse had the site perform a hard reboot, with no change. Error 319 against arm 4 was observed after the reboot. The site disabled arm 4 and continued the procedure using arms 1, 2, and 3. There were no reports of patient injury. Intuitive surgical, inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a 26002 error occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc.(isi) field service engineer (fse) went on site and could reproduce the issue. Fse replaced universal surgical manipulator (usm) 4 to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow up MDR will be submitted with analysis findings.